Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination noted that the device was returned in two sections, as a result of a break at the exchange port. The distal section of the device contained the stent protector positioned over the stent and the mandrel inserted in the device. The spiral tubing was not received for review therefore no review of this, can be completed. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure a shaft break occurred. The lesion was located in the mid to distal portion of the left anterior descending artery. The physician attempted to remove the promus element plus,mr,ous 2.25x12mm delivery system from the hoop and resistance was encountered. The stent delivery system was separated into 2 sections at the guide wire exit port. The tip of the device including the stent, lumen of the guide wire still remained inside the hoop. They removed the part from the hoop and the stent was covered with the stent protector. The procedure was completed with the implant of a 2.25x16mm promus element stent and a 2.75x18mm promus element stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure a shaft break occurred. The lesion was located in the mid to distal portion of the left anterior descending artery. The physician attempted to remove the promus element plus,mr,ous 2.25x12mm delivery system from the hoop and resistance was encountered. The stent delivery system was separated into 2 sections at the guide wire exit port. The tip of the device including the stent, lumen of the guide wire still remained inside the hoop. They removed the part from the hoop and the stent was covered with the stent protector. The procedure was completed with the implant of a 2.25x16mm promus element stent and a 2.75x18mm promus element stent. No patient complications were reported and the patient's status is good.